Manufacturer narrative:
The thoracic clamp was returned to the manufacturer for analysis. Analysis found that the adjustment screw threads are damaged. Analysis found that the reported event was related to a physical damage issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported the thoracic radiolucent spine clamp had problems in opening and closing. This issue was noted outside of a procedure, and there was no patient involvement.